Event description:
Patient had CT guided lung biopsy. Following first 22 g westcott pass, temno evolution 20g 11 cm biopsy needle was selected for second pass. One cm deployment was set and verified however the spring loading apparatus would not operate so that another needle had to be placed in the lesion. The second needle performed as expected.======================manufacturer response for biopsy needle, temno (per site reporter).======================recently rec'd needle. No response yet.